Event description:
It was reported that during new patient implant surgery a high impedance was seen. Troubleshooting step were attempted multiple times such as irrigating the nerve and ensuring the placement of the lead was correct. Due to high impedance still seen, the surgeon elected to remove the lead and implant a different lead. The surgeon noted that the patient's nerve was very thin which may have contributed to the high impedance. A generator diagnostic was performed with diagnostics seen ok. After re-running system diagnostics with the back-up lead, impedance was seen ok. The suspect lead was received for analysis. Device evaluation has not been completed to date. No other relevant information has been received to date.

Event description:
Device evaluation was completed.